Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured within nominal pressure. The number of inflations and the pressures reached are unknown. No patient injuries or complications were reported. Patient status is listed as "good."